Event description:
It was reported that a patient was electively downgrading their pacing device. During the surgery, the patient's right ventricular lead exhibited loss of capture when implanted on the new device. The lead also exhibited elevated, but still in range, pacing impedance. The physician capped the right ventricular lead, but after failing to implant another right ventricular lead due to the patient's anatomy, the physician elected not to implant a replacement lead. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction - d6b - date of explant "(B)(6) 2022" should not have been included in the initial report submitted on (B)(6) 2022, and should instead be blank.